Event description:
It was reported that during a long trochanteric fixation nail (tfn) placement the surgeon snapped the tip off of the 6.0mm/10.0mm cannulated stepped drill bit inside the femur head. The surgeon was able to retrieve the broken portion using a grasper. An x-ray image was noted as being available displaying the broken portion in the femur head. A second tfn set was used to successfully complete the helical blade placement procedure. The surgery was completed successfully. The patient outcome was fine. Report 1 of 1.

Manufacturer narrative:
A manufacturing evaluation was completed: unique instruments, inc. Manufactured the 6mm/10mm step drill bit, part number 357.403 lot number up47106. Due to an unknown cause, the bit broke near the tip, and both broken pieces are with complaint. Initially, the part conformed to the certificate of compliance. Based on the evaluation and the unknown cause, this complaint is not manufacturing-related and is considered unconfirmed. The 6mm/10mm step drill bit was made to the relevant synthes drawing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a fifteen to thirty minute delay in the procedure.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A product development evaluation was completed: the returned 6.0mm/10.0mm stepped cannulated drill bit, large quick coupling, 435mm (part 357.403) was received in two pieces. The break happened at the junction between the 6.0mm diameter and the taper up to 10.0mm. This is the cross-section of the drill with the least material. The relevant product drawing was reviewed during this evaluation. No drawing discrepancies were identified. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Mfg date: april 8, 2005. A device history review was conducted. The report indicates that orchid unique manufactured the 6mm/10mm stepped drill bit/cannulated/large qc/435mm, p/n 357.403, and lot number up47106 for po 518743. The supplier¿s certificate of compliance (dated 4/1/05) indicates the parts were manufactured to p/n 357.403, and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number 292in625a, revision ¿bo¿ (completed 4/6/05). No ncrs were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was used for treatment not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records were performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.